Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a high pacing threshold. Boston scientific technical services (ts) reviewed and noted no noise was seen on the presenting electrogram (egm). Impedances were also reportedly variant (approximately 400-500 ohms, to upper 600's, then up above 1200 ohms). The patient was reportedly a twiddler and had pulled all the leads back. During a lead revision, the rv lead was successfully repositioned. After the revision, the patient reportedly started to feel thumping in their back and sent a communicator transmission. Review of the transmission showed a drop in r-waves since the revision (6 mv to 0.7 mv for the past few days) and there was a large deflection on the shock egm for every atrial event. The rv lead had dislodged again and there was no capture. The lead was successfully repositioned again and a pouch was added to the device pocket. No additional adverse patient effects were reported.